Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motion sensor test failure. Customer's blood glucose level was unknown at the time of the incident. It was reported that the customer had a normal blood glucose level that did not require medical treatment. It was also reported that there were some motion sensor test failure alarms in the history. No indication of troubleshooting or the issue being resolved. The insulin pump will not be returned for analysis.